Event description:
Placing arterial line in left radial artery, using coo pressure set. Unable after placing needle into artery to thread wire through. Discovered after removal of needle from patient that wire would not pass through needle.